Event description:
Dräger received an ufr from which was derived that automatic ventilation stopped during a surgical procedure. The users reportedly bridged ventilation support with an ambu bag until a replacement device was ready for switchover. As per report, the event did not lead to health consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the reported ventilator failure can neither be confirmed nor denied since no case-specific evaluation was possible. The device responds to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output or to prevent from serious damages of the ventilator unit. These triggering conditions include component malfunctions (e.g. Ventilator motor worn) but also procedural aspects (when pressure is applied to the patient's chest in a moment in which the ventilator applies a piston hub, this may lead to a fast transient rise in airway pressure; the positon hub will be aborted, consequently) or lack of preventive maintenance (loss of pressure in the pneumatic circuit of auxiliary vacuum due to a clogged pump inlet filter). Even use error must be taken into consideration - an accidental/unnoticed removal of the actuation tube for the peep valve will also lead to a safety shut-down of automatic ventilation. A differentiation is not possible without having access to the device and/or log file. The risk associated to a shut-down of automatic ventilation is under control since this has no effect on other functions of the device - the patient can be manually ventilated via the built-in breathing bag; this works even when the device is switched off. The unit was in operation for 14.5 years now which would make a relation to wear and tear or to lack of preventive maintenance more likely. It is recommended to have the device checked by trained service personnel and repaired if necessary.